Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The pt contacted lifescan alleging that his one touch ultra meter was reading inaccurately erratic. The pt reported blood glucose results of 7.3 mmol/l and 22.8 mmol/l with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. The customer care rep confirmed that the test strips were new. The pt reported that although the test strips were new, they appeared to be weathered and faded. The ccr was unable to walk the pt through quality control testing, as his control solution had expired. The pt neither alleged harm nor experienced injury or medical intervention. Based on the precision claim, there is an indication that the product malfunctioned, and that the event meets the criteria for a medical device reportable. The meter and test strips were replaced.